Event description:
The micro catheter was used for the controlled selective infusion of a liquid embolic agent to an arteriovenous malformation (avm). Four injections of the liquid embolic agent through the catheter were performed. During the 4th injection, approximately 8 minutes from the 1st injection, the procedure was stopped because there was a lack of contra pressure resistance, and flow was not observed at the micro catheter tip. When the micro catheter was removed from the guiding catheter lumen, precipitated embolic material was observed on the micro catheter tubing, outside of the pt. The micro catheter was replaced. The pt was not reported to present any deficit.

Event description:
The micro catheter was used for the controlled selective infusion of a liquid embolic agent to an arteriovenous malformation (avm). Four injections of the liquid embolic agent through the catheter were performed. During the 4th injection, approx 8 minutes from the 1st injection, the procedure was stopped because there was a lack of contra pressure resistance, and flow was not observed at the micro catheter tip. When the micro catheter tip. When the micro catheter was removed from the guiding catheter lumen, preciptated embolic material was observed on the micro catheter tubing, outside of the pt. The micro catheter was replaced. The pt was not reported to present any deficit.